Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline would not open distally. The patient was being treated for an unruptured saccular aneurysm in the ophthalmic artery. The max diameter was 3.2mm and the neck diameter was 3.2mm. The distal landing zone was 4.5mm and the proximal side was 5mm. Vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered and the pru level was 42. The pipeline would not open distally. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. No additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The device and any accessory devices were prepared as indicated in the IFU. There were no patient symptoms or complications associated with the event. Angiographic result post procedure was successful pipeline placed with hemostatis in the an.